Event description:
Urine hcg test was ordered for patient. Urine test resulted as positive. Patient informed hospital that she went to another hospital and urine, blood hcg test was negative. Lab director retested sample and test resulted in negative. There was a second patient that a urine hcg test was performed with the same lot number and this resulted positive and the patient had a history of hysterectomy.